Manufacturer narrative:
(B)(4). The device was not received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a low ultra filtration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 5 of 5. The registered nurse (rn) sated the home patient (hp) was on the machine for 16 plus hours when she came on duty the hp was in drain 4 of 6. She repositioned the hp and left the room. When she came back later the hp was in drain 5 of 5 and the tsr explained how the machine could add or subtract cycles. She was unable to bypass to last fill so she discontinued therapy and she noticed the machine was not setup correctly. The total volume (tv) equaled 14l but only 12l of solution was used and the clamps were left open on unused bags. The tsr explained that if the machine had detected air coming through unclamped lines it would have given a system error (se) and stopped therapy. The rn understood and reviewed the therapy log. The average drain time was 2:40 and cycle 4 equaled 2:09 and cycle 3 equaled 1:49 and cycle 2 equaled 1:12 and cycle 1 equaled 5:29. The rn stated she had seen a bloody fibrin plug and advised the doctor. She asked the doctor about using heparin and he said no. The tsr provided the rn with the clinical rn's number to call and speak with them in regards to other options. The alarm was explained and the questions answered. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and she was unaware of these issues. She was not the nurse who called in to report those events. All she knows is that the patient had their catheter removed and is now on hemodialysis. There was patient involvement but no reported injury or medical intervention.